Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual examination of the returned device revealed that the distal section was cut by the customer and not returned. An organic residue was returned by the customer. Although an organic residue was returned, the distal end with the forceps cups was not returned, therefore an analysis could not be performed. Based on the condition of the returned device, a definitive root cause could not be determined; therefore, the root cause classification is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps with needle was opened to be used in the stomach (esophagus) during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the preparation, the physician inspected the device after it was unpacked and noticed a greenish foreign material in the cups/jaws of the forceps. Additionally, there was no visible damage noted to the forceps and its packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps with needle was opened to be used in the stomach (esophagus) during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the preparation, the physician inspected the device after it was unpacked and noticed a greenish foreign material in the cups/jaws of the forceps. Additionally, there was no visible damage noted to the forceps and its packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.